Manufacturer narrative:
Corrected b5 to indicate the pacemaker was implanted four days after the valve instead of three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hemorrhaging was noted at the insertion site. Subsequently, 4 units of red blood cells were transfused. Three days following the valve implant, complete atrio-ventricular block was observed and a permanent pacemaker was implanted four days later. 10 days following the valve implant, hemorrhaging from the wound site recurred after the patient received dialysis. Pressure was applied, and the patient's discharge was postponed. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hemorrhaging was noted at the inse rtion site. Subsequently, 4 units of red blood cells were transfused. Three days following the valve implant, complete atrio-ventricular block was observed and a permanent pacemaker was implanted four days later. 10 days following the valve implant, hemorrhaging from the wound site recurred after the patient received dialysis. Pressure was applied, and the patient's discharge was postponed. No additional adverse patient effects were reported.

Manufacturer narrative:
Corrected b5 to indicate the pacemaker was implanted four days after complete atrio-ventricular block was observed instead of three. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, hemorrhaging was noted at the insertion site. Subsequently, 4 units of red blood cells were transfused. Three days following the valve implant, complete atrio-ventricular block was observed and a permanent pacemaker was implanted three days later. 10 days following the valve implant, hemorrhaging from the wound site recurred after the patient received dialysis. Pressure was applied, and the patient's discharge was postponed. No additional adverse patient effects were reported.